Event description:
It was reported that the right atrial lead exhibited oversensing which resulted in auto mode switching. The patient experienced palpitations. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.